Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing o-ring reservoir tube, broken reservoir tube lip and minor scratches on lcd window. No damage to belt clip rails noted.

Event description:
The customer reported via phone call that the insulin pump is damaged and the casing at the reservoir compartment has cracked and crumbled. Customer's blood glucose was 169mg/dl at the time of incident. Troubleshooting found that the pump may have been dropped. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.